Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix could not extended on the third attempt to place the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically compressed. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.